Manufacturer narrative:
The patient's weight was requested but was not provided. Date of implant represents the date the patient was placed on lvad support. Approximate age of device ¿ 1 year, 4 months (calculated from the date the mobile power unit was issued to the patient). The mobile power unit remains in clinical use with the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's lvad system indicated a no external power alarm while the pump was connected to the mobile power unit (mpu). The patient changed the pump's power source to batteries, and stated that the hazard alarm resolved but a ¿connect power¿ advisory alarm occurred. The patient was asymptomatic. A system controller exchange was performed at the vad clinic office without incident. No further information was provided.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation and remained in use. The reported event of a no external power alarm while connected to a mpu was not confirmed. The log file provided by the customer contained events recorded from (B)(6) to (B)(6) 2018 when the system controller was disconnected from the system. The information recorded on (B)(6) revealed a no external power alarm. The associated voltage levels suggested that the alarm occurred when replacing the 14v batteries. It should be noted that based on the voltage levels recorded in the log file the system controller was connected most of the time to 14 volt li-ion batteries and there were only few entries where it was connected to a pm. There were no voltage levels associated with mpu operation captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.